Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effect of hemorrhage, occlusion, and stenosis are listed in the perclose proglide instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue and reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "comparison of two vascular closure device strategies for transfemoral transcatheter aortic valve replacement using suture-based and collagen-plug-based techniques and associated vascular complications".

Event description:
This study evaluated the differences in vascular complications between two different vessel closure device (vcd) strategies in transfemoral (tf) transcatheter aortic valve replacement (tavr) interventional procedures. The two vessel closure strategies included one group that used one proglide plus one non-abbott collagen-plug-based closure device and a second group that utilized more than one proglide plus one non-abbott collagen-plug-based closure device. Multiple vascular closure devices were discussed, including the proglide and prostar devices. The study concluded that for transfemoral (tf) transcatheter aortic valve replacement (tavr) interventional procedures, the use of the strategy using one proglide device along with one other non-abbott closure device had less complications than procedures that used more than one proglide device along with a non-abbott closure device. Although some complications were noted with all vascular closure devices discussed, the complications specifically for the proglide device included bleeding and occlusion/stenosis that required intervention. Specific patient information is documented as unknown. Details are listed in the article, titled, "comparison of two vascular closure devicestrategies for transfemoral transcatheter aortic valve replacement using suture-based and collagen-plug-based techniques and associated vascular complications."